Event description:
It was reported that stent foreshortening occurred. The 15cm target lesion was located in the iliac artery. A 8x120x75 epic stent was advanced for treatment. However, the stent foreshortened post-deployment and appeared to be under 9cm. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The stent is still inside the sheath and does not appear to have been attempted to be deployed. The stent measures approximately 12.6cm from one end of the radiopaque marker to the other. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the stent profile problem.

Event description:
It was reported that stent foreshortening occurred. The 15cm target lesion was located in the iliac artery. A 8x120x75 epic stent was advanced for treatment. However, the stent foreshortened post-deployment and appeared to be under 9cm. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good post-procedure.